Event description:
Patient was revised due to high ion levels, pain and lucency around the cup.

Manufacturer narrative:
**Update** (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered progressive pain, aching, discomfort and soreness, which became daily as well as audible noise, catching, popping and clicking. Radiology films revealed lucency in zone a of the acetabulum. The patient had elevated levels of chromium and cobalt. During revision surgery, 10 ml of clear straw-colored fluid was removed. The surgeon noted evidence of corrosion between the stem and the initial morse taper. Pathology findings for tissue removed during revision included metallosis and fibrosis there is no new information that would change the outcome of the investigation. The patient suffered and non-displaced fracture during his recovery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.